Event description:
Information was received indicating that a smiths medical cadd 250 ml medication cassette reservoir had an upstream occlusion alarm sounding on and off. The customer replaced the cassette with another one and after that was done, the medical fluid was able to be infused successfully. Therefore, they suspected something was wrong with the cassette. There was no reported adverse events.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The sample consist of one cassette product from p/n 21-7308-24 l/n unknown, and the sample was received in used condition without its original package. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the pump tube was flat. Functional testing was performed by connecting the sample to the cadd legacy plus pump to look for unusual functions. During functional testing an alarm was activated with an intermittent "upstream occlusion" message. After detached the pump the pump tubing between the ffp arch and the latch was damaged. According to the investigation the customer's reported problem was confirmed. According to the investigation the most probable root cause was assembly error, during the bag loading operation the pump tube was not properly assembled, the pump tube was stretched. The investigation reported that production personnel was notified by quality engineer as awareness of the defect reported by the customer and production personnel was retrained by quality intern in order to reinforce the correct height of the pump tube.